Event description:
Country of complaint: (B)(6). Hydrolift procedure: the front end of high-pressure applicator erupted. Operation time extension of about 70 minutes. After locking the device, a loss of height was detected. The front part was broken - the applicator tube was flushed - the broken part was not found - after several attempts, the part was located in the applicator. Outside the body there was a general correct mounting; the applicator tube was fixed and no slippage was noted; however, in the surgical field, the surgeon had the feeling that there was a slipping of the application tube.